Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2351 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that this patient had a PICC catheter placed under ultrasound to treat intestinal tumor. This method helps reduce the sensation of pain during puncture and improve the success rate of puncture. On (B)(6) 2020, a nurse placed a catheter in this patient. After successful puncture, a guide wire was inserted. However, it was impossible to insert the vascular sheath over the tail end of guide wire. An examination showed that the tail end was rough. The operator had to remove the needle and replaced the guide wire for re-puncture. A second puncture resulted in secondary damage to the vein and prolonged procedure, as well as mental pressure to the patient.